Event description:
The patient has end stage chronic kidney disease and has required haemodialysis since 2020. Since initiation of dialysis, the patient had a complex vascular access history, with multiple documented insertions and removals of haemodialysis catheters in both the left and right internal jugular veins due to recurrent thrombosis and catheter related infections. Additionally, in (B)(6) 2025, an attempt to insert a haemodialysis catheter into the right internal jugular vein was unsuccessful. The patient's clinical status at the time the catheter advancement issue occurred is not available and could not be determined based on the information provided.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.